Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with over 250 units of insulin, and the insulin gauge decreased to 13 units. The customer reloaded the cartridge, but the insulin gauge displayed that the cartridge was out of insulin. The customer's blood glucose level was 135 mg/dl. The customer declined to perform troubleshooting at the time of the reported event. Although requested by tandem technical support, no further information was provided on the event by the customer.